Event description:
An attempt was made to use a 6f export ap aspiration catheter. There was no damage noted to the packaging. The device was removed from the packaging per IFU with no issues noted. The device was inspected with no issues noted. The device was prepped per IFU with no issues noted. Resistance was encountered when advancing the device. Excessive force was not used during insertion/delivery. It was reported that the aspiration catheter failed to aspirate completely. The patient was reported alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: one 6fr export ap aspiration catheter returned for analysis. The device returned with aspiration line attached and was removed with no issues noted. Kinks were noted on the most proximal and most distal section of the aspiration line tubing. Kinks were noted on the shaft of the device distal to the strain relief. Deformation was noted on the proximal end of the guidewire lumen and the proximal end of the guidewire lumen had separated from the shaft. No deformation noted to the tip of the device and the marker band was still present. The inner diameter of the guidewire lumen measured 0.016¿ meeting specification. It was not possible to load a 0.014¿ guidewire through the guidewire lumen due to the deformation noted and it was also not possible to load the device through an in-house 6fr guide catheter due to the deformation noted. The dual lumen od: major axis od= 0.067¿ meeting specification and minor axis od = 0.059¿ meeting specification. Using a pin gauge to block the aspiration lumen the device was pressurised, and liquid was observed exiting the shaft of the device at the point of the guidewire lumen deformation. Upon visual inspection a tear was observed on the shaft of the device at the point of the guidewire lumen deformation. The material was jagged and uneven at the tear site. Proximal shaft od= 0.0536¿ meeting specification. Proximal shaft ID= 0.043¿ meeting specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.